Event description:
It was reported that when using the bd pyxis¿ es server, the cce server database showed a "pending recovery" status in sql. The customer suspected that the server database was bloated. It was also suspected that the overall hospital system was down, as patient orders and patient details were not crossing into the pyxis system. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the database sql showing as pending recovery and suspected the server database was bloated. A technical support specialist (tss) confirmed that the messages in the queues could potentially be cleared but advised against doing so if they were needed to update their targets. If the messages were test-related or confirmed as not required, the tss explained that the customer could verify no other messages were in any needed queue, then stop carefusion coordination engine (cce) services and truncate the dbo.messagequeue table in the cfn_cce_med database to clear those records. The customer confirmed that clearing the dbo.messagequeue would also remove other incoming messages from his crossing to esserver. The tss called the customer and explained the instructions to stop cce services and ensure only the messages in the queues at that time were the ones to be deleted (via truncate) from the dbo.messagequeue table. The customer required assistance clearing old message queues. Assistance was provided, and the issue was verified as resolved. The system functioned as intended after the technical support specialist investigated the issue.